Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that debris and water made its way into the attachment which caused the mechanics to get stuck. The assignable root cause was determined to be due to improper maintenance and/or cleaning, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the mechanics /motor seized, jammed and was moving heavy on oscillating saw attachment device. It was further determined that the motor was stuck. It was further determined during the pre-repair diagnostics assessment that the device failed for measure the oscillating frequency and for verify if secured with pin. It was noted on the service order that the device was blocked, had abnormal vibrations and lost power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.